Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. The event was not confirmed during testing; however, the device was found to be out of specification. One device was found to be affected by component migration. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes malfunction event in which the device disassembled. One reported event had patient involvement; no patient impact.